Event description:
The customer contacted elekta on august 28, 2003 to advise that a mis-administration had occurred at their facility. A lung pt was planned with an oblique pair of 50 degree wedges. The plan that was transferred did not have wedges. Treatment commenced and the dose error was noted 7 days later during diode checks during the 5th treatment fraction.